Event description:
Leak to flush port observed as the cuff was deployed. The inner aspect of the delivery system was removed, and the surgeon inserted a coda balloon into the sheath, inflated by hand to profile of sheath to obtain hemostasis/stop back bleeding. Patient outcome -"information not provided."

Event description:
Leak to flush port observed as the cuff was deployed. The inner aspect of the delivery system was removed, and the surgeon inserted a coda balloon into the sheath, inflated by hand to profile of sheath to obtain hemostasis/stop back bleeding. Patient outcome - "information not provided.".